Event description:
It was reported the patient was lying in bed two days prior to report when the patient started feeling a shocking sensation and the implant felt like it was getting hot. The patient tried turning the stimulation down to the lowest setting but it was still hurting the patient so on they turned the stimulation off that day. Since turning the stimulation off the patient was reportedly no longer feeling the shocking and burning and they were afraid to turn their stimulation back on. It was later reported the patient felt a heating up sensation at the pocket site. It was stated an impedance check was done and they looked at an x-ray of the device. It was noted that everything was normal and the patient did not adjust the stimulation. It was stated the heating sensation was spontaneous. The patient¿s outcome was reported as no injury and it was stated the action required as a result of the event was replacement of the implantable neurostimulator (ins) and lead. It was noted the doctor had the patient turn the device off and they had not turned it on since.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v584076, implanted: 2010-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).